Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing and increased threshold value was observed during follow up. The lead was capped and a new lead was implanted. The patient's condition was fine.